Event description:
Reporter alleged obtaining a discrepant back to back blood glucose result of 360 mg/dl on the inform system 2 within 10 minutes of 99 mg/dl on the lab system. Reporter did not indicate that the patient was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550050, expiration date 03/31/2009). Reference medwatch report with patient for the suspect device used in system 1.